Event description:
It was reported that while in for a routine follow-up, a note in the programmer stated that the previously capped lead was replaced due to high thresholds. No further information is available.